Event description:
It was reported that there was a hardware removal of tibial lift plate on (B)(6) 2013. Implant date is unknown. The removal was performed to accommodate a future total knee procedure. During removal it was found that one of the screws was cold welded into the plate and the surgeon broke 2 screw drivers (broken shafts) and a t-handle (broken weld at the t) trying to remove the screw. The procedure was successfully completed by using a midas rex drill. The patient has an extended incision and the procedure was completed. It was noted the surgeon will have follow up with patient on recovery process. This report is on an unknown plate. This is 4 of 5 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown plate, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.